Event description:
It was reported that a patient identified an issue with an inaccurate insulin gauge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.